Event description:
A report was rec'd through the FDA medwatch medical products reporting program, that a female pt experienced a severe eye infection in her right eye while using renu with moistureloc multi-purpose solution. The pt was seen by her ophthalmologist in 2005, who referred her to a corneal specialist. Her eye was swollen and the pain was so severe it was unbearable. Five cultures of her were taken and found two unspecified bacteria. The infection was so severe that she was treated aggressively with multiple medications every 15 minutes to 1/2 hr. The cornea had ulcerated and the pt was left with scar tissue. She had permanently lost some vision in her right eye and was advised that she would need a corneal replacement. Although requested, no further info was provided.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.